Event description:
It was reported to the manufacturer that surgeon had issues re-engaging an anterior spine truss system - stand alone freehand inserter into the cage to reposition it. This led to over sixty minutes of additional surgical time. No injury to patient was reported. Surgery was completed successfully.

Manufacturer narrative:
Product was not returned to the manufacturer as it was reported to be discarded. The production records were reviewed based on the part and lot number information provided. No manufacturing deviations were identified that could have contributed to this event. The exact cause of this event could not be established. The event was reported to have occurred in ecuador.